Event description:
Reference importer # (B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The actual device in the reported incident has not been returned for evaluation however pictures of the device were received from the reporting facility. The reporter confirmed that the catheter sheared upon removal from the patient. The sheared off catheter needed to be surgically removed from the patient's hand. Stitches were used to close the small incision. The actual sample is not available as it is being held by the facility. The patient is currently reporting stiffness in his pinky and index fingers. The patient is attending therapy and is requesting the facility to pay for his expenses related to the event. The lot number of the item is unknown however; the facility has provided a list of lot numbers that they currently have on hand. A historical review of the customer complaint data was performed and no adverse quality trends were identified during the complaint review process for item #(B)(4). There are no other reports of this nature against the reported lot numbers. The pictures provided by the reporter and all available information were forwarded to the manufacturer, b. Braun (B)(4), the pictures show that the capillary had broken into 2 pieces. One picture showed the cut off piece of the capillary was placed next to a ruler measuring approximately 2.7 cm. The other part of the capillary approximately 2 cm is still attached to the hub. The end of the capillary tip appears like a clean cut. The batch records were reviewed for the reported lots and defects were found at in-process inspection or at final process inspection. The process cards show no abnormalities. Without the actual sample, it is difficult to determine the cause of the event from the pictures. No specific conclusion can be drawn. If the actual sample is returned and/or additional pertinent information becomes available, a follow up report will be submitted.